Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) which was earlier than anticipated. A request was made to have data from this device analyzed. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the device reached eri due to charge times. Additional information was received from the field that the ICD was explanted and replaced with a non boston scientific device. No further information was obtained at this time. No additional adverse patient effects were reported.